Event description:
It was reported by the rep that the (1) atw35 was used during a laparoscopic donor nephrectomy procedure. It was reported that the surgeon fired the device across the renal artery with a vascular cartridge. He then identified that there was some oozing from the staple line. The surgeon quickly removed the kidney and went back inside to find the leak. The leak was in the middle of the staple line. The surgeon plugged the hole with his finger and used an er320 to seal the leak. There was some blood loss for the pt. 7/28/2000 additional info received: the blood loss was 15-20 cc.